Event description:
Additional information received indicated the patient system was checked, showed >75% charged, and the recharger was in good working condition with confirmation of charging with six coupling boxes. The cause of the coupling issue was patient compliance: the patient was under the impression the recharger unit did not need to be positioned exactly in the center of the implanted device. Education and instructions provided to the patient to improve their understanding of how the recharge system worked resolved the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient was seeing the 375 error code beginning about 2 weeks ago and noting that the ins hadn¿t been able to charge because of that. The patient also mentioned that they were getting all 8 coupling bars but didn¿t specify when this was. Yesterday it was stated that the patient wasn¿t sure the ins was on because they hadn¿t been able to charge the ins and noticed that their whole body was just drained to where they didn¿t want to do anything except just sleep. The patient noted that had never happened to them before and wasn¿t sure if it had anything to do with the ins. The patient had also attempted to connect to the ins and noted that it was shown to be on and the ins battery was blinking low, program b was selected to with 6.90v for both sides. The patient mentioned the system was off and they just turned it back on. The patient stated they couldn¿t confirm if the ins was off but because they couldn¿t connect until today. It was confirmed though that the ins was now showing on upon syncing with the programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor. It was reported that there was a lack of coupling for charging the ins. The hcp stated that the patient is having trouble with his recharging unit. The patient has gained a little weight and the battery is located in his belly. The patient says he can't get any bar. He has tried laying on his back, sitting up, leaning back, and lying on his side. He cannot get it above 75%. The representative was going to call the patient to get more information. The issue is not yet resolved. No further complications were reported/anticipated.